Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm replaced the fiber optic assembly then completed scheduled preventative maintenance (pm). All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The contact details of the initial reporter were not provided; however, an additional contact name was provided with the details as follows: (B)(6).

Event description:
It was reported that during in service training, the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic module failure. Since the event occurred during training, there was no patient involved and no adverse event was reported.